Event description:
Device was returned for service. During service, the technician found the device not coupling to the engine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was bent. The anomaly verified in visual, functions and speed test concluded that the mandrel is not coupling properly to the engine due to some burrs on the connection piece. This was attributed to faulty handling. Device was repaired and returned to the customer on (B)(4) 2013. Placeholder.